Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that about a month ago the wall adapter no longer worked to charge the pump. The pump was confirmed to be charging with a different wall adapter. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer.